Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for an unknown indication for use. It was reported that there was fluid collection at the pump pocket. It was reported that a dye study was done and was unsuccessful. It was reported that a catheter revision was scheduled. It was reported that the issue was not resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4) implanted: 2018(B)(6) explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that they believed the cause of the unsuccessful dye study was that they think the catheter was not securely attached to the pump. No further complications were anticipated/reported.